Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information from a boston scientific field representative that this left ventricular (lv) lead was associated with a report of high out-of-range impedance measurements in every configuration involving the lead tip; measurements were normal in configurations involving the lead ring. A boston scientific technical services consultant (ts) discussed that a lead issue was indicated, and options for the representative and patient's physician to consider. No adverse patient effects were reported.

Event description:
Additional information was received that the lv pacing impedance measurement was greater than 2,000 ohms in lv ring to rv configuration. When testing in all other vectors, either no capture or intermittent capture was observed. The physician elected to program the lv lead off. Approximately three weeks later the lv lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.